Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy and bilateral salpingo oophorectomy procedure, the device was closed on tissue and once closed down the gun was fired. The surgeon said that it didn't feel right when he fired the device and that it felt like something broke when it was fired. Once firing was complete, it would not release off tissue and it took approx twenty-five minutes to get off tissue. Staples and blade were not correctly deployed by the device. No replacement was available at hospital at time of product failure so the procedure had to be made into an open case. Surgery was prolonged forty five minutes. Another device was used to complete the procedure.

Manufacturer narrative:
Date sent: 09/01/2009. Info anticipated, but unavailable at this time.